Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the user grasped the handle but the staple was not fired during a pretest before use. Therefore, another stapler was used instead". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. Die casting anomalies on the forming tool and flash in the cover block were discovered. A DHR review was performed with no evidence to suggest a manufacturing related cause. Per DHR the product visistat 35r 6/box lot # 73b2200424 was manufactured on 02/15/2022 a total of 18,000 pieces. Lot was released on 03/01/2022. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the user grasped the handle but the staple was not fired during a pretest before use. Therefore, another stapler was used instead". No patient involvement.